Event description:
It was reported that during an intraoperative ultrasound of a patient's left carotid artery, the probe transducer came through the drape. This was considered a break in sterile technique. It was unknown if injury occurred to the patient. No further patient complications were have been reported as a result of this event.